Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor had seized, jammed, and heavy moving. It was noted that the motor was blocked, the coupling shaft had a crack and some rust, the air inlet feature was in bad condition, and some major parts were in poor condition. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, attachment coupling with attachments assessment, function of the soft mode switch (safety system), triggers for forward/reverse mode, untrue running, and reverse locking mechanism assessment. It was noted that the device was ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.